Event description:
It was reported that in the emergency room, the physician was experiencing difficulty threading the swg into the patient's right subclavian. The physician was unable to pull back on the wire after the central line was inserted. As a result, the central line and swg were removed together. It was then that the physician noticed that the end of the swg was sticking out of the central line, kinked in a z shape. There was no reported harm or complication to the patient. A second attempt at the procedure was made. See MDR 1036844-2014-00058.

Manufacturer narrative:
(B)(4).